Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device: 8 months. Additional information has been requested but has not been received. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) /2016. The cause of expiration was reported as hemorrhagic conversion of right middle cerebral artery ischemic stroke. Additional information was requested, but was not provided.

Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.